Event description:
The following report was received from the affiliate. The target lesion was at the internal carotid artery (the position is c2). There was light vessel tortuosity. After the physician advanced the delivery system of the dcs coil (actual product: trufill dcs complet fill) to the aneurysm, he pressurized the system with the dc's syringe, however, the coil did not detach from the system though he pressurized it. Then he changed the syringe with a new one and proceeded to re-pressurize several times, but the coil failed to detach. There was no information how the procedure was finally completed. No patient injury was reported.

Manufacturer narrative:
Any additional information will be submitted within 30 days of receipt.